Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2012 - the patient had unspecified injuries that were related to the defect in the ventralex and underwent revision surgery. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 week post implant of ventralex mesh, patient was diagnosed with cellulitis, obstructions, seroma, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists seroma, adhesions and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. (B)(6) 2012 - the patient had unspecified injuries that were related to the defect in the ventralex and underwent revision surgery. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated wound hernia at umbilicus thereby underwent open repair with the implant of ventralex mesh. Per operative notes, "the hernia sac was dissected to the base and a fascial defect was noted. The hernia was reduced without opening the peritoneum and a ventralex mesh was placed deep to fascia in underlay fashion anchored." (B)(6) 2012 - patient was diagnosed with partial small bowel obstruction thereby underwent open repair with the removal of ventralex mesh. Per operative notes, "the seroma was cultured. The loop of bowel was seen, it was clearly the point of obstruction, the obstruction was partial. The sutures holding the mesh was removed. The bowel was separated from the mesh. The mesh was removed completely." (B)(6) 2012 - patient underwent closure of wound. Attorney alleges that the patient had adhesions, bowel obstruction, seroma, pain and emotional injuries.